Event description:
During a transfemoral tavr case the 26mm sapien xt valve was placed too aortic [95:5 aortic: ventricular] resulting in moderate paravalvular leak. A second valve was implanted. The 18fr e-sheath was inserted and the bav was performed under rapid ventricular pacing. Of note, the pacer was 2:1 when we started pacing for the bav and after 2-3 seconds we had 1:1 capture. The pressured dropped below 50 mmhg systolic and the bav was performed. The 26 mm xt was advanced and aligned appropriately. The valve was positioned 50:50 and a positioning angiogram was performed. We proceeded to the implant, and started rapid pacing. Once again we had 2:1 capture for about 3-4 seconds and then 1:1 with a pressure below 50 mmhg systolic. The valve was inflated and at about 70% inflation we lost capture which pushed the valve aortic. The valve was fully deployed, but landed 95:5 on the lcc and rcc cusp and it appeared the valve was in the sov on the ncc side. There was moderate leak, but the patient remained stable. We elected to implant a second valve and the delivery system was prepped. The pacer was adjusted and tested resulting in an immediate 1:1 capture. The second 26 mm valve was advanced and aligned appropriately. The valve was positioned 50:50 at the level of the inflow of the first valve. We proceeded to the implant, and started rapid pacing; 1:1 capture was noted, we inflated the second valve and it landed 40:60 a/v in relation to the first valve. The delivery system was removed and only trace to mild leak was noted. The procedure was completed, the access site was closed and the patient was transferred to the ICU in stable condition. The tavr team believes the pacemaker may have lost contact resulting in the loss of capture and resulting valve malposition.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention and paravalvular leak [pvl] are known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment the thv training manual also identifies several procedural and anatomical factors that can contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. In this case, procedural factors [loss of pacing capture during valve deployment] caused the too aortic position of the valve and resulting paravalvular leak. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.